Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair procedure, when the deployment knob was depressed to deploy t1, t2 implant fell off from the inserter needle with t1. It is unknown if a back up device was available, but no patient injury or delay was reported.

Manufacturer narrative:
Fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle or were returned for examination. The delivery needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Correction in: yes physician.